Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 12nov2018. Philip's technician evaluated the unit and duplicated the reported issue. The customer corrected the reported issue by replacing the power management board and the battery. The defective power management board was returned for failure investigation, however, has not yet been received by philips. The defective battery was disposed of.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct18. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit will not turn on. No patient/user harm was reported. The event date was not specified; estimate used.